Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had performed troubleshooting and the expected results were obtained upon repeat testing on the same instrument. The customer did not provide additional data for further evaluation. The cause of the discordant, falsely low crea and bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low blood urea nitrogen (bun) and creatinine (crea) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting higher. The sample was also tested for crea on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun and crea results.